Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized due to an illness with a high blood glucose level of 475 mg/dl. The customer stated they had just received a loaner pump the day prior and had received an alarm. The customer was assisted with clearing the alarm and was advised to monitor their insulin pump for any further issues. No further information was provided.